Event description:
It was reported that the internal device moved and was easily seen by the naked eye. The pt no longer wants to wear his audio processor. According to info received on march 11, 2009, the pt is going to be explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow-up report.